Event description:
Rec'd info stating customer rec'd a malfunction code. Reportedly, the customer woke with a high blood glucose level.

Manufacturer narrative:
The device evaluation report has been completed and the customer complaint was confirmed.